Event description:
It was reported that "during a surgical procedure, the "j" hook electrode pulled out of the main shaft of the electrode. It was retrieved. There was no pt injury and the procedure was not compromised."